Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light was flickering during use. Another device was used. No patient harm or consequence reported.

Event description:
Customer reported the light was flickering during use. Another device was used. No patient harm or consequence reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer for investigation. The manufacturer reports that the handle was not working properly. Lighting and flickering issues were observed. The handle was then dismantled and it was observed that blade was contaminated and foreign/ stain particles were found sticking on surface of the cartridge as well as near the led bulb. It is suspected that solution was deposited after sterilization or cleaning of the cartridge. It could be possible that the electric circuit inside the cartridge malfunctioned during the sterilization process. The IFU states the inner cartridge shall not be sterilized but can be wiped only. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint is confirmed. The level solution layer on the surface and inside the led bulb assembly resulted in suspicion of sterilization or soaking of the cartridge.